Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the peg tube was leaking due to deformation of the peg tube. A new endovive peg kit was placed on (B)(6) 2016. Reportedly, the patient consciously took one more dose in the morning and also took 8-10 times extra dose consciously. On (B)(6) 2016, the duodopa treatment is still ongoing and the patient experienced excessive dormancy. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information as of may 26, 2016. The peg tube that leaked was replaced with a non-bsc tube. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the peg tube was leaking due to deformation of the peg tube. A new endovive peg kit was placed on (B)(6) 2016. Reportedly, the patient consciously took one more dose in the morning and also took 8-10 times extra dose consciously. On (B)(6) 2016, the duodopa treatment is still ongoing and the patient experienced excessive dormancy. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.